Event description:
The user facility reported an unspecified patient was implanted with an impella device for mechanical circulatory support. The complainant reported that an aic (automated impella controller) experienced a control device error. The aic was removed from service as a result of the noted issue and a replacement was requested for the customer site. There was no reported patient harm.

Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) controller error-yellow alarm has been completed. Data logs were confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Console was received for evaluation. The console was found to have low snr during the investigation which unrelated to the complaint. The root cause for the controller error was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. Corrections to the initial MFR report: d2 updated common device name. D4-updated model number. F6/f8 should have been left blank. G1 MDR reporting contact email.